Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. Slight evidence of blood was observed on the device indicating clinical use. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements were taken; the inner delivery tube diameter, the outer diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The confirmed failure mode has been investigated in the CAPA system. Internal complaint number catsweb (B)(4). The instructions for use (IFU) instructs the user that while continuing to hold the blue wings, to advance the delivery device slowly with moderate pressure by pushing on the top blue area of the delivery device until the number 2 visual cue appears completely in the corresponding window. It also instructs the user to avoid pushing on the white plunger during this step. Additionally, the user is instructed to inspect all sides of the heartstring proximal seal by rotating it 360 degrees after loading is complete. It was noted not to use the heartstring proximal seal if the portion of the heartstring not loaded into the delivery device tube flares wider than the diameter of the tube.

Event description:
The hosp reported that during a coronary artery bypass procedure, the hs iii proximal seal system 4.3mm was confirmed to be correctly loaded in the delivery device. The seal loader was then pulled and the seal did not disengage from the delivery device. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb#(B)(4).